Event description:
The physician reopened the midline incision of a patient implanted with an evoke spinal cord stimulation (scs) system because the incision was not healing. During the revision procedure, the physician identified that the lead strain relief loop was was putting pressure on the incision preventing it from healing. The lead strain relief loop was sutured down, and tissue was debrided. The revision procedure was successful.

Manufacturer narrative:
The lead remains implanted and was not returned for analysis. The cause of the event as reported is not clear, but it appears likely that surgical technique when implanting the lead has contributed to the event. Temporary or persistent post-surgical pain at hardware implantation sites and erosion of the implanted components through the skin requiring surgery (including revision, explant, and replacement) as a result are listed as potential risks in the manufacturers instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.